Event description:
A female employee reported intermittent white marks on her hands when replacing the h2o2 cassette collection box in the sterrad nx. She alleged h2o2 residual contact. It was also reported that the employee did not wear ppe ( personal protection equipment ). The reported area was small and it was flushed under running water. The employee who experienced the contact did not seek medical attention. The employee is reported to be fine. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Skin contact. The sterrad nx labeling reads in part: "removing a cassette disposal box caution! Hydrogen peroxide may be present. Wear chemical resistant latex, pvc (vinyl) or nitrile gloves. This will protect you from contact with any residual hydrogen peroxide that may be present in the cassettes." Non-evaluation: asp assessment: the field service engineer (fse) evaluated unit at customer site. The fse confirmed that the system was functioning normally.